Manufacturer narrative:
The reported event was confirmed. Manufacturing related. The product had caused the reported failure. Sample has been evaluated and observed no syringe inside the returned tray. All other components were returned and had not been used. Based on the investigation performed, this failure mode can happen at manufacturing site and confirmed related to manufacturing. A potential root cause for this failure could be due to operator error or operator handling method. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls are adequate to identify the defect or verify the product integrity. The labeling and instructions for use were found to be adequate. Correction: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that upon opening the foley tray package, they discovered that the syringe was missing, so they refrained from using it.

Event description:
It was reported that upon opening the foley tray package, they discovered that the syringe was missing, so they refrained from using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.